Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an spinal pain. It was reported that the patient¿s pocket appeared to be infected. The signs and symptoms were unknown. It was reported that the patient¿s doctor had shared this information with the rep and stated that a complete explant was being scheduled because they were infected. It was unknown if there were any external factors that led to the infections. It was unknown what diagnostic measures were taken. A complete explant surgery was being scheduled, but the current date was unknown. The event was not resolved at the time of the report. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.